Manufacturer narrative:
Additional narrative: patient information is not available for reporting. UDI: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed on part # 04.027.034s, lot # l292001: manufacturing location: (B)(4), manufacturing date: 06.feb.2017 expiry date: 01.jan.2027: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the proximal femoral nail antirotation (pfna) blade did not lock into the pfna nail. The patient was not harmed as they just used another blade, the outcome was fine. The surgery was prolonged for five (5) minutes. The surgery was successfully completed. Concomitant device reported: proximal femoral nail (part 04.027.269s, lot l322734, quantity 1). This report is for one (1) pfna blade perf l95 tan. This is report 1 of 1 for complaint (B)(4).